Manufacturer narrative:
(B)(4). B5 describe event or problem - addition information. G3 date received by mfg - addition information. G6 type of report - addition information. H2 additional information/ device evaluation - addition information. H6 type of investigation - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2025. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).